Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient's mother reported that the patient experienced elevated blood glucose levels (greater than 600 mg/dl). The patient experienced positive ketones and nausea. The patient's mother reported that the patient's blood glucose level had been 200mg/dl at 5pm, prior to dinner, which was in the patient's normal range. By 7pm the patient's blood glucose level rose above 600mg/dl. The patient's mother treated with an injection, and changed the patient's infusion site. The patient's blood glucose level dropped to 300mg/dl by 12am.